Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assemblies. The functional testing could not be performed due to the blank display. The insulin pump had minor scratches on the display window, cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump screen went blank. The issue was not resolved with a battery change. The blood glucose reading was 350 mg/dl. The customer reported it was due to food intake. The insulin pump showed no signs of physical damage and had not been dropped, bumped or exposed to moisture. The customer reported that the contacts on the battery cap were not missing or damaged and that the battery compartment and spring were not damaged or corroded. The customer was advised to clean the battery cap and to insert a new battery and stated that the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.